Manufacturer narrative:
Reference attached failure analysis - 2020601-2019-00007. Based on review of the device history record and the attached product evaluation, the brow descent experienced by the patient was likely the result of incomplete anchoring due to a sheared compression flange. This flange was likely sheared dur-ing an off-axis insertion attempt by the surgeon.

Event description:
A customer has reported that during a post-operative examination following an ultratine implantation (four days following initial placement), it was observed that the patient's left brow had dropped and the implant could be palpated under the skin in a position which was different form the position where it was initially placed. On 6/26/2019, the incision was opened and the implant was found to be completely dislodged from the original hole. The area was irrigated and a new implant was seated securely into the hole. Patient was re-evaluated two days later and the new device was felt to be in a good position.